Event description:
It was reported that mini compressor could not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has now been finalized. On site evaluation performed by our field service engineer (fse) concluded that there was no output power from secondary coil of the transformer, as expected. The field service engineer exchanged the transformer on the compressor and after functional and safety tests of the unit, it was returned back to service. No parts were received for our investigation and, as a result, a root cause for this issue cannot be determined. Our conclusion of this investigation is that the starting problem of the compressor was most likely caused by a defective transformer/open circuit.

Event description:
Manufacturer reference # : (B)(4).